Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 410 mg/dl, which was treated with manual insulin injection. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.